Event description:
Patient care assistant (pca) was cleaning light in between cases. Pulled handle of light down for access and the light head disconnected from the arm and fell. The pca caught the light head and called biomed. When the light head fell, the support arm snapped back and broke from the balance mechanism elbow. Investigated failed surgical light and determined that the locking allen screw (addressed in a previous skytron recall ecri alert #a8398, FDA recall z-0532-2007) came loose, thereby disconnecting the light head from the boom. Without the counterweight of the light head, the balance mechanism elbow snapped. Skytron technical service director confirmed this during his visit. Manufacturer response for light, surgical, infinity 22: sent skytron technical services director to investigate and determine cause of failure. Skytron rep and biomed did walk through with biomed to inspect other similar surgical lights and make adjustments as necessary. Met with skytron sales rep to discuss having skytron come in quarterly to inspect set screws.